Manufacturer narrative:
This is an initial report. The customer's product has been requested for investigation. A f/u report will be submitted when the investigation is complete.

Event description:
A customer reported not feeling well and felt confused, tested themselves on their adc meter and obtained a reading of 7.1mmol/l which was higher than they felt. As the customer started to feel worse, they took another test and obtained a comparison reading of 1.2 mmol/l within a 10-min timeframe. The customer's son treated the customer with a glucose injection and gave them tea with sugar. The paramedics were called, however on arrival the customer was already recovering from the event. They were not transported to a local health care facility, no diagnosis or treatment by paramedics was reported. The customer had been using incompatible test strips, and therefore the readings are invalid. There was no report of death or permanent impairment associated with this case.